Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis. The blood glucose levels were over 483 mg/dl. Troubleshooting revealed that the customer had accidentally programmed the wrong basal rates into the insulin, prior to the hospitalization. The customer was assisted in getting the correct basal rates programmed into the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.